Manufacturer narrative:
The complaint source confirmed that the product had been disposed; therefore, direct product analysis can be completed. The manufacturing records for top assembly batch 8704971 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the 99% stenosed and calcified right coronary artery (rca). At first attempt the maverick2 monorail balloon was unable to cross the lesion. The lesion was then pre-dilated with a maverick 2.0mm balloon. The maverick 15 x 2.25 was then reinserted and ruptured at 12 atms on the first inflation. The procedure was completed with a quantum mav 2.25 balloon. Patient status was reported as 'good'.